Event description:
It was reported that a small volume folfusor had particulate matter in what was described as its central column. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot manufactured from 02/04/2014 to 02/05/2014. The device was received for evaluation. Visual (with the naked eye) and microscopic inspection did not identify any evidence of particulate matter anywhere in the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.